Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that device had battery issue. There was no patient harm. Per the customer, no further information will be provided, including patient demographics and no products will be returned.